Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery was not charging. There was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) went onsite and replaced the power cord then charged the battery. The philips asp confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.